Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested but not available. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to pseudoaneurysm, dissection and reoperation.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses. Tgu313120j/16433783 was implanted proximally and tgu343410j/16212038 was implanted distally. On (B)(6) 2018, the patient emergently underwent a secondary procedure to treat a pseudoaneurysm formed just distal to the previously implanted tgu343410j device. There was also a bronchial fistula due to the pseudoaneurysm. A gore® excluder® aaa endoprosthesis aortic extender component and an additional gore® tag® thoracic endoprosthesis were implanted to cover the entry of the pseudoaneurysm. The patient tolerated the procedure. The physician reported the distal end of the previously implanted tgu343410j has located at the curved section of the descending aorta. It might have contributed to the event.